Manufacturer narrative:
Device passed displacement test, self test, active current measurement and sleep current measurement. All buttons function properly. No stuck button error alarms or blank display noted during testing. However, device received with corroded electron assemblies. The following were noted during visual inspection: scratched case, pillowing keypad overlay and corroded motor home switch. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Customer stated that insulin pump screen was blank and when it was turn on alarm occurred. Customer stated that insulin pump was not exposed to change altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.